Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused magnesium during patient therapy. The pump was programmed to run 100ml of magnesium, then mid-way through the infusion with 67.5ml left it was changed to run 50ml. There should have been 12.5ml left in the bag when infusion was complete but there was well over 12.5ml (closer to 50ml). There was no report of patient injury or medical intervention associated with this event. No additional information is available.